Manufacturer narrative:
Follow-up # 1: date of submission: 11/27/2016. Device evaluation: the device has been returned and evaluated by product analysis on 11/05/2016 with the following findings: there were loss of prime alarm warnings observed in the black box history associated with zero force. During the load step, the pump failed to detect the cartridge. The force sensor calibration was found to be out of specification. The pump was opened and the force sensor flex was found to be damaged. The investigation was able to duplicate the initial complaint about a priming issue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
The reporter contacted animas on (B)(6) 2016 alleging a loss of prime issue. There was no indication the issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.